Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] (serial: (B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited high threshold and high impedance on three deployment attempts. The system was removed from the body to check for any anomalies and a fourth deployment was attempted and high thresholds were noted however the values was relatively lower so it was expected to return to normal limits with time and was being monitored. A drop in the patient's blood pressure was noted and an echocardiogram was performed that confirmed cardiac tamponade secondary to cardiac perforation. Pericardiocentesis , thoracotomy and cardiopulmonary resuscitation were performed and the physician confirmed that the device tine had protruded the anterior wall of the heart. The bleeding site was treated and the device was placed in the right ventricle. Device check performed post surgical procedure revealed loss of capture at high outputs. The leadless ipg was turned off and remains in the patient. No further patient complications have been reported as a result of this event.